Manufacturer narrative:
Batch review performed on 07-mar-2025 lot 2416234: (B)(4) items manufactured and released on 11-sep-2024. Expiration date: 29-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs manager: the available x-ray images clearly show a radiopaque, filament-like foreign body situated in the calcar region, just above the proximal femoral cut, and near the stem collar. Based on the picture available, the filament appears to be metallic in nature. However, it is challenging to determine the exact origin of the fragment from the available information. It seems unlikely that the fragment originated from the implanted devices or the specific instruments used for implantation, as no issues were reported during the surgery. Another possibility is that the fragment could have come from other tools used in the surgical procedure (such as a radiopaque marker in the surgical gauzes). Conducting a material analysis of the fragment would provide further clarity regarding its origin. Investigation performed by medacta hip r&d project manager: from the received information it was not possible to identify the wire-like metal fragment; as no screws were used during surgery, it is probable that it derived from other instruments used during surgery or from the threaded polar connection of the shell (derived from the shell or from the cup impactor instrument). However, a furthermore detailed analysis can be done if the piece is sent to medacta. D9 is yes, no devices have been explanted but we will receive the revised fragment.

Event description:
Revision performed in order to remove a wire-like metal fragment from the patient (devices have not been revised), found near to the stem collar, at about 15 days from primary. No screws have been used to secure the cup and also the shell plug has not been implanted. No issues have been detected with the instrument used during the impaction.

Manufacturer narrative:
Data entered in the follow-up: - event description slightly modified. - external laboratory analysis performed in japan. - r&d evaluation based on the external laboratory analysis. Analysis from external laboratory in japan. The sample shows a metallic sheen with brown areas of oxidation and traces of organic material. Magnetism was confirmed. Qualitative element analysis: the main elements detected are cr (chromium) and fe (iron), with ni (nickel) and cu (copper) in smaller amounts, and mn (manganese), nb (niobium) and mo (molybdenum) in traces. The composition suggests that the sample came from stainless steel or similar materials. The analysis confirmed that the metal fragment contained chromium (cr) and iron (fe) as the main elements. Based on the elemental composition detected, it is suspected that they may have come from stainless steel or other steel materials. R&d analysis: if the material can be traced back to stainless steel (i.e. Steel, used for instruments and not for implants related to this complaint) and if the medacta instruments are flawless, it could be a piece of debris derived perhaps from standard (i.e. Non-medacta) pliers or retractors. These are suppositions, I don't have enough data to confirm my hypothesis.

Event description:
Additional surgery performed in order to remove a wire-like metal fragment from the patient (devices have not been revised), found near to the stem collar, at about 15 days from primary. During the primary no screws have been used to secure the cup and also the shell plug has not been implanted. No issues have been detected with the instrument used during the impaction.